Event description:
The patient reported unintended overstimulation caused them to lose their balance and fall. The programs on the transmitter assembly were changed from program 3 down to program 2. The patient is getting great relief from therapy, they are not receiving overstimulation, and is fine from the fall. No further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, interference with a non-curonix device has been ruled out. However, the patient inadvertently changed the programs on the transmitter assembly from program 2 to program 3 which caused the unintended overstimulation. The stimulator is used to treat pain. The cause of the unintended overstimulation is due to patient non-compliance as the patient inadvertently changed the programs on the transmitter assembly from program 2 to program 3 (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.